Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as incorrect tool was used to manufacture the drain valve body component. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had issue with water that implied that it had been there for some days. During checking, the reservoir was nearly empty and there¿s a note in our logbook implying that two arctic suns were 'completely empty' over the weekend. They put more than 3l in each one when they filled them on wednesday, so they were full. Anyway, there were some definite chloramine deposits around the wheel nearest the drain ports. The ports themselves seem dry and they have parked it on a mat for a while and can feel some moisture. Per follow up information received via email on 04apr2024, device has been sent in the bd facility. The issue has not been resolved and device was currently under assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had issue with water that implied that it had been there for some days. During checking, the reservoir was nearly empty and there¿s a note in our logbook implying that two arctic suns were ¿completely empty¿ over the weekend. They put more than 3l in each one when they filled them on wednesday, so they were full. Anyway, there were some definite chloramine deposits around the wheel nearest the drain ports. The ports themselves seem dry and they have parked it on a mat for a while and can feel some moisture. Per follow up information received via email on 04apr2024,device has been sent in the bd facility. The issue has not been resolved and device was currently under assessment.